Event description:
A customer reported to beckman coulter, inc. (Bec) that there was a fluid leak on unicel dxh 800 coulter cellular analysis system at the air mix and temperature control (amtc) module. The leak was contained within the instrument. The customer was wearing gloves and a lab coat at the time of the event. There was no exposure to mucous membrane or open wounds. No one was splashed or sprayed, and no one sought medical attention. Msds was not reviewed, but the facility has exposure control plan. There was no impact to patient results. There was no death, injury, or change to patient treatment as a result of this event. The field service engineer (fse) found the nucleated red blood cell (nrbc) chamber was not draining. The drain was clogged with tube stopper pieces. The fse replaced the nrbc and differential chamber and resolved the leak. Repairs were verified as per established procedures, and the results met published performance specifications. The chamber may have the presence of blood, lyse and diluent while in operation and cleaner while in shutdown. The cause of the leak was the nrbc chamber not draining properly.

Manufacturer narrative:
Result code: nrbc chamber. (B)(4).